Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was displaying a b30 scope communication error due to the video scope socket being defective. Additionally, the lamp power button was found difficult to control. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus video system center was displaying a b30 scope communication error during procedure preparation. According to the initial reporter, she attempted other scopes, but the error continued. Reportedly, she used another unit to complete the procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error occurred because the communication control between the scope and cv-170 became unstable due to a worn output connector socket. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.